Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp thought they would have access to the catheter access port (cap) kit for the catheter dye study and wanted the manufacturer's representative (rep) to contact them as soon as possible. It was reported that a single bolus does safe for the patient was programmed but the patient did not respond to it and that this issue had been occurring for over a month.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine of an unknown concentration at an unknown dose and 15 mg/ml dilaudid at an unknown dose via an implantable infusion pump for spinal pain. It was reported that on (B)(6) 2016 when the patient came in for a refill, the expected residual volume was 2.5ml and the actual residual volume was 20ml. The patient had been taking increased amounts of oral opiates due to increased pain. There were no active alarms and the pump logs were not checked. It was unknown if this was the first refill since implant/revision.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that as troubleshooting to the volume discrepancy, the catheter was accessed and shown to be at least partially occluded. As an action/intervention to solve this at least partial occlusion the patient was sent for catheter replacement. The cause of the volume discrepancy was determined to be catheter occlusion. The issue had not been resolved at the time of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.